Manufacturer narrative:
The insulin pump was received with peeling keypad overlay. The down arrow button on the device was unresponsive due to flattened dome. The device had minor scratches on the lcd window and broken belt clip slot.

Event description:
Customer reported via phone she had dropped the insulin pump and it now the keypad was damaged customer's blood glucose was 150 mg/dl. The down arrow button is stuck and it doesn't respond when pressed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.